Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the controller screen displayed a ¿system problem¿ message. The rep indicated that the patient described a message that appeared on the controller as ¿mr4¿ and did not specify that there was any other information provided by the patient. In the end, the patient was able to resolve the issue by resetting the controller; the rep just wanted to know the meaning of the error message and rm04 was reviewed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the rm04 message was appearing daily. Resetting did not resolve. The patient could not charge the ins, and experienced pain. The patient used high frequency settings and clarified the controller needed to be charged so he could charge the ins. Patient was issued a new recharge telemetry module. Additional information received stated that the new recharge telemetry module did not resolve the issue. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information received stated that the patient was still having charging issues and he had to charge 2x per day taking 2-3 hours. The patient stated the controller was locking out, and the buttons were not responsive; the patient had to remove and replace the battery for the controller. The patient noted charge times were slow, even if the charge speed was excellent. The patient met with a rep who ran diagnostics and found no issues. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information received from a manufacturer representative (rep). It was reported that the patient still had issues with the controller and recharging. It was mentioned the patient was undergoing a pump trial on (B)(6) 2020 and the rep wanted to exhaust all external device options. If the patient wished to pursue a pump, then the rep said it would be best to remove the ins at that time. No further complications were reported. Additional information was received from the patient. Patient reported that all their parts were replaced except for the power supply. Patient stated he knows repair tried all new parts but he was still having same issues. Patient reported sometimes white screen, software problem,rm04; every single day. Patient reported he had to sit with his controller to make sure it did not shut off because once it shut off, his pain was instantly back on the neuropathy side. Patient stated they were already taking enough pain meds. Patient reported that last night patient had to reset it 4 times and spend 4 hours charging the ins. Patient reported he was at 30% when he started and 4 hours later it finally reached 100%. It took 3-4 hours, twice a day, to charge the ins. Patient reported their h cp was upset about it and would be flying in to meet some head manufacturer representatives and engineers end of january. The patient stated their controller was always charged to 100%. Patient stated they even had him try not to charge to 100% and to keep it at 5 0%. Patient mentioned again they took x-rays probably 8 months ago and it showed the leads moved but nothing severe and the hcp did not think it would interfere with anything. Patient mentioned friday he would be going in for a pump trial; he was concerned if the pump will not work either. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745bp, lot# nlh051730n, product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745bp, serial# (B)(4), product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the rep that the patient had been scheduled for surgery on 03-18 but it was put off indefinitely due to covid-19. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from rep, ins returned.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger, product ID 97745bp. Serial# (B)(4). Product type accessory, product ID 97755, serial# (B)(4). Product type recharger, product ID 97745, serial# unknown. Product type programmer, patient product ID 97745, serial# (B)(4). Product type programmer, patient, product ID 97755, serial# (B)(4). Product type recharger, product ID 97745bp, serial# (B)(4). Product type accessory, product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information included still having ongoing communication & recharging issues. The rep stated that the ins replacement surgery was scheduled for (B)(6) 2020. The rep requested that the patient be sent complete new external components (pc, rtm & battery) for troubleshooting. They will send all external components for troubleshooting. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not known and they continued to use it as able. A potential battery replacement was reportedly discussed. No further complications reported/anticipated.